Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 12-may-2025. Investigation summary: bd received 8 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for separates with the incident lots was observed as molded parts were measured outside of specifications. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing, by connecting needles, and the issue of separates was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates. The indicated failure mode was attributed to the supplier. The supplier has initiated further root cause investigation relating to the issue of separates through corrective and preventive actions. A CAPA has been opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the holder separates from the needle during blood collection. This occurred with five (5) devices across two (2) batches. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the holder separates from the needle during blood collection. This occurred with five (5) devices across two (2) batches. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved: d4. Medical device lot #: 24f17. H4. Device manufacture date: 2025-jan-18. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples for each noted batch from bd inventory were evaluated by visual examination and functional testing, by connecting needles, and the issue relating to separates was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the holder separates from the needle during blood collection. This occurred with five (5) devices across two (2) batches. No adverse impact was reported regarding the patient or user.